Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose and power error. Blood glucose was 500 mg/dl due to the power error. Customer reported that power error may occurred due to battery cap broken. Customer reported that after replacing the battery cap they still getting the power error and insulin pump is going off. Customer reported that the internal power source in the pump is unable to charge. Customer previously called to report power error detected. Customer reported that the meter also never connected to the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed pump error 25 and power loss alarms were triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.